Manufacturer narrative:
H9. After additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Event description:
It was reported that a ventilator was being set up and did not pass the pre-use test. It was noted that the unit was not ventilating. There was no patient involvement.

Event description:
It was reported that a ventilator was being set up and did not pass the pre-use test. It was noted that the unit was not ventilating. There was no patient involvement.